Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, at the start of the ablation, there was fluid "leaking." Please note that the exact location of the leak cannot be confirmed at this time. The procedure was completed with another of the same device and there were no patient complciations reported. Although an attempt was made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).